Event description:
Customer reported that the room temperature incubator was reading 37 degrees when the expected temperature should have been 24 degrees. Incident occurred during verification of temperatures; prior to patient testing.

Manufacturer narrative:
Ocd customer technical support person assisted customer with troubleshooting. Customer re-booted the system and the incubator returned to the expected temperature. (B)(4)